Manufacturer narrative:
The available information suggests this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received indicating this device was explanted due to routine change out. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited varying right atrial pacing impedance measurements. There was no evidence of noise on the atrial channel. It was reported that the patient developed atrial fibrillation and the impedance measurements appeared to increase at that time. Technical services discussed if was not likely that the af would contribute to an increase in impedance measurements and discussed troubleshooting techniques to determine the cause of the increased impedance measurements. No adverse patient effects were reported.